Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they got an infection and the rechargeable implant battery was removed. Pt mentioned they were implanted with a new implant then that one got an infection and to which the rechargeable battery was removed. Pt mentioned a big infection few and it went crazy. Pt mentioned they got shocked and couldn't turn it off. Agent documented information given during the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.